Manufacturer narrative:
Literature citation: rigoard p, billot m, ingrand p, et al. How should we use multicolumn spinal cord stimulation to optimize back pain spatial neural targeting? A prospective, multicenter, randomized, double-blind, controlled trial (estimet study). Neuromodulation. 2020. 10.1111/ner.13251 a2: this value is the average age of the patients reported in the article as specific patients could not be identified. Please note this date is based off of the article¿s acceptance date as specific event dates were not provided in the published literature. B5: it was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. The main component of the system from the first event; other applicable components are: product ID neu_ins_stimulator lot# unknown. Product type implantable neurostimulator. Product ID neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_ins_stimulator, serial/lot #: unknown, if information is provided in the future, a supplemental report will be issued.

Event description:
Literature summary: the authors sought to compare multicolumn vs. Monocolumn programming on clinical outcomes of refractory postoperative chronic back pain (bp) patients implanted with spinal cord stimulation (scs) using multicolumn surgical lead. The authors concluded that their study confirmed the significant benefit experienced on chronic bp by patients implanted with multicolumn scs, independently from multicolumn lead programming. Those good clinical outcomes might result from the specific architecture of the multicolumn lead, giving the opportunity to select initially the best column on a multicolumn grid and to optimize neural targeting with low-energy requirements. However, involving more columns than one did not appear necessary, once initial spatial targeting of the ¿sweet spot¿ has been achieved. Their findings suggest that this spatial concept could also be transposed to cylindrical leads, which have drastically improved their capability to shape the electrical field and might be combined with temporal resolution using scs new m odalities. Reported events: 1. 8 patients experienced premature battery depletion. 2. 2 patients experienced lead migration. 3. 2 patients experienced lead mispositioning. 4. 1 patient experienced adaptive stimulation dysfunction. No further complications were reported or anticipated. See attached literature article.